Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were low at 61mg/dl, because the customer delivered a bolus and forgot to eat. Low bgs were treated by eating dinner, and the issue resolved.